Event description:
It was further reported that the patient was doing "fine." No interventions occurred and the patient was reminded to shut off their device before going through security gates.

Event description:
It was reported that the patient passed through a security gate with their implantable neurostimulator (ins) on. Subsequently, the patient experienced a shocking sensation from their ins. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot: v697763, implanted: (B)(6) 2011, explanted: na. Programmer model 3037, serial: (B)(4).